Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had experienced post-operative stroma value remains less than the expected value in the left eye after lasik surgery. The patient's postoperative refractive status is normal.

Manufacturer narrative:
Additional information provided in a.2., b.6., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check not directly before the reported treatment but less than thirty minutes before. The energy was stable during the whole day. The logfile shows that the reported treatment for the left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. In this case the user did not apply a nomogram; this explains the low residual stroma. Calculating the amount of ablation from treatment report and considering the flap, the expected residual stroma is correct, there is no indication of a device malfunction; device worked as intended. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site confirmed device met specifications as per service installation record. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).